Manufacturer narrative:
Manufacturer's investigation conclusion the reported events of driveline communication fault alarms and corrosion were confirmed via log file analysis and evaluation. A review of the submitted log files, extracted from (B)(6), contained data spanning approximately 14 days ( 15feb23¿ 28feb23 per timestamp). Starting (B)(6) 2023 at 16:59:12, com_b_faults were active. At 16:59 :22, the com_b_faults triggered driveline communication faults to activate. The alarms did not resolve in the log file; however, pump operation was not affected. There were no other notable alarms active in the log file. A review of the downloaded log file, extracted from (B)(6), contained data spanning approximately 3 days (28feb23 ¿ 2mar23 per timestamp). From the beginning of the log file ((B)(6) 2023 at 19:28:26), driveline communication fault alarms were active due to com_b_faults. The alarms did not resolve in the log file; however, pump operation was not affected by the alarms. The pump was intentionally stopped at 12:02:47 and then restarted at 12:03:06. At 12:09:26, the driveline was disconnected for a controller exchange. These events are consistent with the pump cable connection cleaning. No other notable alarms were active in the log file. The heartmate 3 vad modular cabled (lot # 8233835) was returned for analysis. Visual inspection of the inline connector revealed a small amount of corrosion at the base of the pins. The mod cable was connected to the cirris tester in order to evaluate the integrity of its inner wires, the cable passed all tests without issue. The cable was connected to the returned system controller (s/n: (B)(6)) and a mock circulatory loop. The system operated as intended for an extended period of time. Driveline communication fault alarms were unable to be reproduced. The observed corrosion did not affect the functionality of the mod cable. Per the provided information, the perc lead female connection of the pump cable was cleaned of corrosion. There have been no further driveline comm faults recorded after the reported cleaning. A root cause for the reported events was unable to be conclusively determined; however, the observed corrosion on the inline connector may have contributed to the driveline communication fault alarms. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including driveline communication fault alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and advises the patient not to get their equipment wet. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the patient's pump cable was cleaned, and the modular cable was replaced. It was noted during cleaning that there was corrosion on the surface of the pump cable connector which was cleaned off. There had been no further alarms since the modular cable exchange and pump cable cleaning.

Manufacturer narrative:
Prior modular cable corrosion and exchange MFR # 2916596-2022-14162 and MFR # 2916596-2022-14901. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-01545. It was reported that the patient had driveline and controller fault alarms on (B)(6) 2023 at 17:45 till 18:15. No alarms were noted in the event log. The patient reported feeling dizzy, hot, and fatigued. They had a headache and their mean arterial pressure (map) on admission to the emergency room was 58 mmhg. The patient received a 200ml fluid bolus after which the symptoms resolved. A repeat measurement of their map found it had risen to 98mmhg. A review of additional log files revealed driveline comm b faults on (B)(6) 2023 at 16:59. The driveline comm fault is the same cause as in past log files. It was decided that the patient's pump cable and modular cable connection needed to be cleaned of corrosion on (B)(6) 2023. The controller (hcs-117901) has not been registering the comm fault alarms on the alarm history of the controller.